Manufacturer narrative:
Section d1/ brand name: corrected manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. The controller event log file contained approximately 7 days of data ( on (B)(6) 2024 at 21:35:07 to (B)(6) 2024 at 11:10:08 per time stamp). A backup battery fault alarm was active at 09:28:01 on (B)(6) 2024 due to the battery not passing the load test. Backup battery faults were active until the end of the log file at 11:10:08. The controller event log file contained events spanning approximately 4 days (31mar2024 at 06:57:46 to 04apr2024 at 13:11:00 per time stamp). Backup battery circuit fault alarms were intermittently active throughout the log file and were associated with an increase in backup battery use count when the white power lead was disconnected. There were no other notable events active in the log files. Pump operation was not affected. The 11v backup battery (serial (B)(6) was returned for analysis in unremarkable condition. The returned 11v backup battery underwent functional testing and operated as intended. The reported event was unable to be reproduced during testing. Multiple good faith efforts were sent to retrieve additional information regarding the resolution of the event, if any troubleshooting was performed, and if the product would be returning; however, no response was received. The root cause of this event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial (B)(6) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial (B)(6) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The information regarding system controller exchange was inadvertently reported under this event. The investigation conclusions will be submitted under MFR#2916596-2024-02820.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an advisory alarm for 11v backup battery fault. The event log file recorded a backup battery fault event on 16mar2024 at 09:28:01. The event appeared to have occurred after the system controller attempted a load test. Additional log files were submitted for review and they captured multiple series of backup battery fault alarms between (B)(6) 2024 and (B)(6) 2024. The emergency backup battery (ebb) was replaced on 05apr2024. However, the patient continued to have intermittent backup battery faults. Log files captured ebb faults on 06apr2024 due to an ebb circuit fault. The periodic log files captured the ebb usage count increasing from 8 to 97 and the event log file captured the ebb usage count increase from 78 to 97. This increase could be related to poor ebb ribbon connection. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.